Event description:
A customer contacted baxter's technical service center to report a connection issue between a transfer set and a titanium adapter, which occurred during use. The nurse reported that this issue occurred on a patient who had the catheter attached recently, in a sterile environment. The surgeon involved with the patient was experienced and had screwed the set very tightly. The disconnection was reported to have happened when the patient was at home and the patient reconnected the set to the titanium adapter by them self. The nurse stated this technique should have been performed in a strict aseptic environment and patients were not trained for this. Visually, nothing seemed to be wrong with the transfer sets. There was no patient injury or medical intervention indicated at the time of the initial report. On 23 october 2012, it was reported that a companion sample was available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation.